Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient will undergo an explantation due to bilateral cholesteatomas. The device is not thought to be the cause. The device is working within specification. The device has been explanted.

Manufacturer narrative:
Conclusion: according to the patient report the device was explanted for medical reasons, namely (B)(6). A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. Additionally, the device investigations revealed damage to the active electrode likely caused by minute device mobility. This is a final report.

Event description:
The patient will undergo an explantation due to bilateral cholesteatomas. The device is not thought to be the cause. The device is working within specification. The patient has an extensive history of surgeries and infections. Upon implantation, fascia lata graft was used from leg. The site and scar showed no healing problems. The electrode was exposed throughout the mastoid cavity in (B)(6) 2015, array then re-grafted. The patient was admitted with (B)(6) in (B)(6) 2016. The device has been explanted. It was stated in the device explantation report that the device or a malfunction of it did not cause or contribute to the explantation and that the patient suffered from significant temporal bone disease prior to implantation.